Manufacturer narrative:
Concomitant products: product ID: 559445 lead, date of implant (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks from their implantable cardioverter defibrillator (ICD). A remote transmission indicated the patient had been treated for an episode of ventricular tachycardia (vt) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shocks were suspected to be inappropriate. The device remains in use. No further patient complications have been reported as a result of this event.